Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding/spot menses") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nipple pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). In june 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In december 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In january 2010, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In january 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2015, the patient experienced vaginal discharge ("vaginal discharge"). In january 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("infections") and urinary tract infection ("urinary tract infection"). The patient was treated with antibiotics and surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, cystitis, vaginal haemorrhage, menorrhagia, urinary tract infection, dysuria, migraine, headache, dysmenorrhoea, pelvic pain, vaginal discharge and fatigue outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Pregnancy test - on an unknown date: result: negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication added. Suspect drug implant date updated. Following events were added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: painful urination, migraines, headaches, dysmenorrhea (cramping), pain, vaginal discharge and fatigue. Event infections updated to urinary tract infection and bladder infection. Event clubbed: painful intercourse/dyspareunia (painful sexual intercourse) and abnormal bleeding/spot menses. Event onset date were added. Concomitant and treatment medications were added. Lab data added. Medical history added. Other hcp added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/spot menses') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, endometriosis, dysfunctional uterine bleeding, nabothian cyst and inflammation. Concurrent conditions included nipple pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2010, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("infections") and urinary tract infection ("urinary tract infection"). The patient was treated with antibiotics and surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, cystitis, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, dysuria, migraine, headache, dysmenorrhoea, pelvic pain, vaginal discharge and fatigue outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need for additional surgery. It was reported that no symptoms resulted from essure decrease or resolve following essure removal. Discrepancy noted: previously reported essure insertion date: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Pregnancy test - on an unknown date: result: negative. Most recent follow-up information incorporated above includes: on 15-sep-2021: mr received. Medical history and reporter added. Surgery name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding/spot menses') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, endometriosis, dysfunctional uterine bleeding, nabothian cyst and inflammation. Concurrent conditions included nipple pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain ("pain") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2010, the patient experienced dysuria ("bladder or urinary problems or changes: painful urination"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("infections"), urinary tract infection ("urinary tract infection") and intermenstrual bleeding ("abnormal bleeding/spot menses"). The patient was treated with antibiotics and surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, cystitis, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, dysuria, migraine, headache, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue and intermenstrual bleeding outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she need for additional surgery. It was reported that no symptoms resulted from essure decrease or resolve following essure removal. Discrepancy noted: previously reported essure insertion date: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Pregnancy test - on an unknown date: result: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Event abnormal bleeding/spot menses split and new event added metrorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and infection ("infections"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and infection to be related to essure (ess205). The reporter commented: she need for additional surgery.. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.